Event description:
It was reported that the patient had a pump placed on (B)(6) 2013. The patient then developed a headache over the weekend following the placement when she got up and had not gotten better. The patient also had nausea. A cerebrospinal fluid (csf) leak was suspected due to the symptoms. It was indicated that a blood patch was to be performed; however, this was unclear. The device system delivered prialt. It was later confirmed that a blood patch was performed. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).